Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited unacceptable capture thresholds, sensing anomaly and impedance measurement anomaly. The lead was not used and a new lead was implanted successfully. The patient's condition was stable post procedure.